Manufacturer narrative:
(B) (4). (B) (4). Crimp. The analysis results found that the long45a device was returned with the anvil in the close position without preload and extended as the anvil crimp was noted to be insufficient. No cartridge reload was received for analysis. The anvil was manually reinserted on the device and the device was tested for functionality with a test cartridge reload. The device fired, cut and formed all the staples as intended. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic bypass procedure, the device was not cutting at all. A new one was used to complete the procedure. While attempting to load the endocutter, the jaws would not open to load the cartridge. A new one was pulled and used to complete the procedure. There was no patient consequence.